Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report a water puddle under the dimension exl with lm instrument. The customer informed siemens that an operator opened the door of the instrument to investigate and found water around the sample area. The operator sustained a shock while resting his elbow on either the personal computer (pc) case or the shelf just above the pc. The customer did not divulge how he was shocked. There was no long-term injury reported due to this event. Siemens advised the customer to halt instrument operation until siemens signals that the instrument is safe to use. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse completed an electrical safety check in coordination with a licensed electrician. The instrument was powered on. Then, the cse replaced and aligned the sample drain. Next, the cse primed the instrument, checked for leaks, performed monthly maintenance activities, loaded new reagents, performed a system check, and ran quality controls, which recovered acceptably. Siemens further investigated the incident and determined that the cause of the water puddle was the sample drain due to normal wear. The leak was resolved by replacing the drain. The dimension exl system is designed and tested to meet the following electrical and safety codes: ul 61010-1: 2004, safety requirements for electrical equipment for measurement, control, and laboratory use, part 1: general requirements; can/csa c22.2 no. 61010-1: 2004, safety requirements for electrical equipment for measurement, control, and laboratory use, part 1: general requirements; can/csa c22.2 no. 61010-2-081: 2004, safety requirements for electrical equipment for measurement, control, and laboratory use, part 2: particular requirements for automatic and semi-automatic laboratory equipment for analysis and other purposes; can/csa c22.2 no. 61010-2-101: 2004, safety requirements for electrical equipment for measurement, control, and laboratory use, part 2: particular requirements for in vitro diagnostic (ivd) medical equipment.en61010-1: 2001, safety requirements for electrical equipment for measurement, control, and laboratory use, en61010-2-101: 2002, safety requirements for electrical equipment for measurement, control, and laboratory use, part 2: particular requirements for in vitro diagnostic (ivd) medical equipment. Based on the investigation, no product problem was identified. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer alleged that an operator sustained a slight shock while troubleshooting a puddle of water in front of the dimension exl with lm. The operator described the shock as a "tingle" and did not seek medical intervention. The operator continued to work after receiving the shock. Siemens advised the operator to stop running the instrument; however, the operator refused. Siemens advised the operator again to halt instrument operation and the operator complied. The customer indicated that there was a delay in testing of 1 to 2 hours as they needed to send samples to another lab for processing. Two days later, the operator reported tingling in his hand to a general practitioner, who advised him that the tingling was not attributable to the event. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and have not been verified.